Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no reported impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy and no replacement pump was provided as the warranty had expired.